Event description:
It was reported that the patient underwent a spinal surgery. Sometime post-op it was found that the growth rod was broken and need to be removed. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device did not return for product evaluation. However, films were supplied for review which found: shot of extremely kyphotic child with telescoping expandable rods spanning from upper lumbar to upper thoracic spine. One rod appears broken below telescoping portion of rod.